Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced,"no readings", "sensor error", "brief sensor issue" or hourglass for 2 hours on the omnipod pump receiver which occurred 3 days after the sensor had been inserted in the abdomen. The patient stopped receiving readings. She felt dizzy. At one point, the cgm (continuous glucose monitor) was 120 mg/dl and she took an insulin pill and attempted to treat it with carbohydrates but fell unconscious. Her neighbor called an ambulance. The blood glucose reading by ems (emergency medical services) was 30 mg/dl. Reversal of hypoglycemia was not documented. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the call, the patient was doing well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.